Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker was very worn with many nicks and scratches. Both side tabs had been broken off at the tip. As is, the tracker was not able to secure an inserted instrument. Otherwise, with markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the violet instrument tracker was reported to be defective. There was no patient present when this issue was identified.